Event description:
A malfunction alarm identified as malf 12 was reported, with a fault ID available. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact technical support if the problem recurs, which the customer acknowledged and understood.